Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported problem. Physio replaced the programmed user interface pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly at the failure analysis center and verified the reported failure, the test device display was fuzzy and the buttons were unresponsive upon boot up. The u8 ic chip.

Event description:
It was reported that the device was resetting on its own and logged several event codes repeatedly in the memory. There was no reports of patient use associated with the event.